Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system does not start. Upon examining the log file, fse discovered that the flex vision pc was malfunctioning. During a functional test, fse discovered that the system's memory was depleted and the tsm program was not operating since angio, and cardiac images were not manually transferred to paces. The customer was urged by fse to regularly clear up the data. After fse replaced two dvi splitters and a tsm, the system was returned to use in good working. The codes were updated based on the investigation outcome.